Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6)2024. The patient experienced an adverse event which occurred 1 day after the sensor had been inserted in the abdomen. The patient passed out morning on (B)(6)2024. She was unreachable so his husband called her neighbor to check her out in their house. She was found in her closet by her neighbor 7 hours later. Her neighbor called 911. The patient did not experience any symptoms before losing consciousness and her continuous glucose monitoring (cgm) was working fine. When the ambulance arrived, she was taken to the hospital. At the hospital they removed the sensor. The patient was unaware of any medication provided or the blood glucose (bg) values taken. The patient experienced a coma for 3 and 1/2 days. At the hospital they performed laboratory tests, and everything came out fine and she was perfectly healthy. The patient was discharged after 4 and 1/2 days on (B)(6)2024. At the time of the report the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.